Event description:
Pt reports during the middle of her infusion on thursday, pump (serial number and expiration date not provided) made "loud pop noise" and stopped working. Pt was unable to finish infusion and only received about half of her dose (45 ml). Md unaware. No adverse event(s) reported due to product issue. Pharmacy to replace pump. Return material sent to pt for return of device associated with event. Event available for investigation pending return by pt. No further info.